Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occured. The sensor was inserted into the abdomen on (B)(6) 2017. Additionally, it was reported that upon removal of the sensor pod, the sensor wire was on the sensor pod and sticking above the patient's skin. The patient was able to remove the sensor wire entirely. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.